Event description:
The device was implanted on 4/11/95 for intrathecal infusion of baclofen. Note: intrathecal infusion of baclofen was not a MFR's indication for the device's intended use. On 3/21/97, the MFR received a response to a device tracking polling letter from the pt which states that the device "does not work".